Manufacturer narrative:
The device was not returned for evaluation. Error e01 has been confirmed to have occurred with a different serial number (B)(6), so it has been evaluated with (B)(6) . Based on the results of the investigation, it is likely that the user did not thoroughly read the instruction manual which resulted in mismanagement of replacing the water filter; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following instructions for use (IFU) : -instructions, operation manual for oer-4 chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿ replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. E1/establishment name: (B)(6). Added here due to character limitation in respective field. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor received an e01 error one minute before the end of the cleaning process. The camera was being cleaned and was rinsed with water. This incident let to the facility changing the water filters once a year. The issue occurred during reprocessing. There were no reports of patient harm or injury.